Event description:
Customer reported a blank display on the insulin pump. The blood glucose reading was 535 mg/dl. Customer treated with manual injection. She stated that the insulin pump showed no signs of physical damage and had not been dropped or bumped. She stated that she did wear the insulin pump in the bra. She stated that the battery cap contacts were not missing or damaged and that the battery compartment was not damaged or corroded. She was advised to insert a fresh battery and stated that the display returned. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(6) site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.